Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st set, an external blood leak was observed. This was further specified as "during the operation of the pipeline machine". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the photos showed a leak from access pre-pump pod. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue and further investigations are ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.